Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose level was 160mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.